Event description:
Revision of knee components due to significant wear of the postero-medial aspect of the insert. Surgeon reported that pt was doing fine from a clinical point of view and was stable on varus and valgus stress test.

Manufacturer narrative:
Revised patella was not returned to MFR for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.